Event description:
This is a report from baxter (B)(6) of a colleague infusion pump in which there is a battery charge problem. The device is charged for 16 hours but display says pump will switch off in 10 seconds. The reported condition occurred before use. There was no patient involvement, injury, or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery charge problem-charged for 16 hrs, but display says pump will switch off in 10 seconds was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a discharged battery due to user error because the battery was not charged for the minimum 12 hours. There was no repair made because the battery functioned correctly during service. This is involving a pump with software version 7.01.00 which is categorized as a colleague p1.7. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).